Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 15.0-15.1cm, 15.5-15.8cm, 26.3-27.0cm, and 33.0-34.8cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 43.1-43.2cm, 43.3-43.7cm, and 44.0-44.2cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations.

Event description:
It was reported the patient presented for a lead extraction due to a tricuspid valve replacement surgery. The physician could not get the stylet down the lead. The physician suspects an inner core issue or damage to the lumen. The lead was extracted with a laser and was replaced with an epicardial lead. No adverse consequences were detected.

Manufacturer narrative:
(B)(4)